Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that when the external pulse generator (epg) was turned on, the device failed to function. No matter what button was pressed the parameters could not be changed. Even after repeatedly turning the device on and off, and after battery replacement, the problem still persists. The device is still located at the hospital. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper case and lower case were contaminated, the side bail covers, ring cover and battery drawer were broken, and the battery contacts were compressed.